Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the angle wire fluid damage, the control body fluid damage, the angle wire play, the control body corroded, the lcb distal cover glass missing, the ccd module shadow in image, the angulation-down angulation decrease, the angulation-left angulation decrease, and the angulation-right angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.